Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with hyperglycemia. The customer stated that she had changed out her infusion set three times that day and had found bent cannulas. The customer also stated that prior to the event, she had been experiencing multiple bent cannulas. The customer further stated that she had been treated at the doctor's office for high blood glucose levels before and had also found bent cannulas on that occasion. The customer is using a quick-set infusion set and changes out her set every 2-3 days. Troubleshooting was performed and the insulin pump passed both the fixed prime and high pressure test. Nothing further was reported.